Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile balloon was used in a procedure one month prior. According to the complaint, one month later, the locking adapter of the corflo cubby low profile balloon was broken. The procedure was completed with this device. No pt complications were reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.